Manufacturer narrative:
Beckman coulter inc. Customer technical services led the customer through instrument troubleshooting processes. The customer replacing the peri pump, aspirate and dispense probe tubing. A passing instrument system check after trouble shooting verified instrument performance. Although the instrument was repaired by the customer during trouble shooting prior to returning it back into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02538; 2122870-2011-02539; 2122870-2011-02540; 2122870-2011-02541; 2122870-2011-02542; 2122870-2011-02543; 2122870-2011-02613.

Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results, within the risk stratification range, were generated on an access 2 immunoassay system for six patients' samples. This represents the erroneously elevated cardiac troponin (accutni) result, within the risk stratification range, associated with patient number three of six. Repeat testing of the patient sample on a different instrument produced a lower result, within the normal reference range of the assay, which was considered valid. It is unknown whether repeat testing was performed on the same instrument or another instrument. The patient was admitted to the hospital and later transferred to a different care facility in (B)(6) due to the erroneously elevated accutni results. The customer had reported experiencing instrument accutni quality control issues prior to the generation of the involved patient results. An instrument system check executed during the timeframe of this event failed to meet customer established specifications. No patient information or sample collection/handling information was supplied by the customer.